Manufacturer narrative:
A service engineer (se) reported that the report issue was not confirmed during the evaluation of the device. The se noted that there was no issue with the power switch overlay. The se reported that it could not be confirmed if the issue involved the central processing unit (cpu) or the power management (pm) board; as a result, the se replaced by parts. The device passed all testing performed and was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was starting up on its own, and could not be powered off. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.